Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump up and down buttons were unresponsive during set change. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer had a high blood glucose of 400 mg/dl and unable to treat. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened act button dome switch and lcd connector unlocked. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly.